Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 6f sheath after an angioplasty procedure. Reportedly, the foot plate did not completely close. A cut down was performed to remove the device and hemostasis was achieved surgically. There was a 20 minute clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported foot plate not completely closing was not confirmed. During device analysis the lever was raised and the foot opened as intended without difficulty. The lever was then lowered and the foot parked (closed) without difficulty. There was tissue observed between the foot and the guide. Tissue caught under the foot could have prevented the foot from being fully retracted into the guide as reported. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar the foot plate did not completely close incidents reported for this lot.